Event description:
During surgery the fixation device (absorbatack fixation device) bent under normal use during surgery. No harm to patient or staff.what was the original intended procedure?absorbable fixation device.device #1is this a laboratory device or laboratory test?no.